Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)rec'd a report that during priming, a medical engineer found and error message "441" which stopped the pump. After a cold start, the pump was recovered and the procedure continued w/o further issues. There was no pt injury. The investigation is on-going. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that during priming, a medical engineer found an error message "441" which stopped the pump. After a cold start, the pump was recovered and the procedure continued w/o further issues. There was no pt injury.